Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the pump was submerged in water prior to this event. Customer reverted to an alternate source of insulin therapy. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿